Event description:
The surgeon was using the bugbee fulgerating electrode to puncture the ureterocele. The puncture of the ureterocele was successfully done and then tiny metallic appearing pieces were noted in the bladder. The bladder was drained and multiple pieces were evacuated. The surgeon indicated that there was no injury noted to the patient and that any remaining pieces would be evacuated when the patient voided.